Event description:
It was reported the patient's blood glucose level (bg) rose to 360 mg/dl while wearing the pod between 37 and 48 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. It was also reported that the site was bloody. As treatment, the patient successfully applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.